Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval.

Event description:
The iab was inserted into the pt on 11/24/97. On 11/26/97 after iabp for 36 hrs, the leaked. Blood was noted in the device. The iab was removed. The bard pump indicated that there was a leak in the balloon. On 3/20/98, datascope was notified that the facility kept the iab and did not release it for eval. [Event complications]: none from the event-reported 11/28/97. [Pt's current status]: well-rpt'd 11/28/97.